Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon froze on wire occurred. The 99% stenosed, moderately tortuous and mildly calcified occluded target lesion was located in a shunt. After a non- boston scientific guidewire was crossed the lesion, a 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, the device became stuck on the guidewire. During an attempt to pull it apart outside the patient, the balloon catheter was kinked. The procedure was completed with another of same device and no patient complications were reported.